Event description:
Broken abutment part could not be removed from dental implant. The implant needed to be explanted.

Manufacturer narrative:
Fractured abutment part in implant could not be removed. Implant needed to be explanted. Further product evaluation is not possible. Implant not returned. Dentist should have consulted instructions for use to prevent this from happen.